Event description:
A/d army sf soldier sustained a right wrist gsw with isolated ulnar artery laceration. Had acute intervention with quick clot dressing and tourniquet and subsequent wound debridement and ulnar artery ligation complicated by deep full thickness burn from quick clot induced thermal burns and necrosis of nerves and tendons and subsequent mrsa infection necessitating multiple repair surgeries and hospitalizations.